Event description:
It was reported that the handheld would have no light display. No additional information is available. New handheld was shipped to the site and the old handheld was returned to manufacturer which is currently undergoing product analysis.